Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Sinus bradycardia at 58bpm with frequent premature ventricular contractions contributed to the false detection. The pt was at home at the time of the event. The pt was sleeping and not conscious at time of the event. There were no witnesses to the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt went to the hospital and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hospital and will continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Usage of device: monitor (B)(4): 04/2012 - reuse. Electrode belt (B)(4): 04/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).